Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer blood glucose at the time of incident was 22 mmol/l. Customer's current blood glucose was 25 mmol/l. The customer did not experience any symptoms due to high blood glucose. The customer was treated by bolus with insulin pump and manual injection. Troubleshooting was done for high blood glucose. Customer has been using insulin pump within 48 hours of the event. Auto mode feature was used at the time of the event. Based on customer report they did not alleged insulin pump was under delivering. The insulin pump will not be returned for analysis.